Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the power had died. A field service engineer found that there was no power to the station. The auxiliary cabinet was disconnected from the main unit, and the station was powered on, allowing it to fully boot. Each auxiliary drawer pyxibus cable was disconnected and reseated. After reconnecting the auxiliary cabinet, the station was able to boot successfully. The power supply was verified to be functioning properly using the hardware test application (hta). Each drawer was opened in hardware test application without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed and then machine turned off. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.